Event description:
During a coronary stent procedure of a pre dilated rca lesion, the delivery/stent device was advanced into the artery and became "locked up" in the artery. The physician pushed the guide catheter gently down in an attempt to reengage the artery. The stent edge caught on the guide and the stent started to "slip off" the delivery device. The entire system was removed without incident. No pt injuries or complications occurred.